Event description:
Baxter received a complaint from a user facility involving the automix 3+3 compounder. According to the facility, the device's start key was not working. The device is being swapped. There was no patient impact. There was no patient involvement. No medical intervention. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622.

Manufacturer narrative:
(B)(4). The reported issue of keypad failure - no response was confirmed. The visual examination of the unit did confirm the issue. The root cause was due to faulty membrane graphic panel. Replaced graphics panel keypad.